Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: light cord would not turn off or go into standby cause a little burn on the patient the probable root cause/s could be the adapter was left attached on the safe light cable without an endoscope attached: ¿ light can continue to emit from the adapter, which can generate heat that can cause burns or fires if allowed to come into contact with the patient, user, or combustible materials. ¿ laser radiation or high-intensity light can continue to emit from the adapter, which can cause severe eye injury to the patient or user. IFU states on page 4 of p40558 rev m user guide. Avoid touching the endoscope tip or the light cable tip to the patient, and never place them on top of the patient, as doing so may result in burns to the patient or user. In addition, never place the endoscope tip or the area where the light cable connects to the endoscope on the surgical drapes or other flammable material, as doing so may result in fire. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.